Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attached: "edge-to-edge mitral valve repair with extended clip arms."na

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history records could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed a definitive cause could not be determined for the reported inability to grasp the leaflets, single leaflet device attachment (slda), and gripper arm actuation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clips remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event, date of implant - estimated. Article attached: " edge-to-edge mitral valve repair with extended clip arms."

Event description:
It was reported that the following device issues occurred, inability to grasp the leaflets, single leaflet device attachment (slda), and gripper arm actuation issues. Details are listed in the attached article, titled "edge-to-edge mitral valve repair with extended clip arms." Please see article for additional information.